Event description:
It has been reported to us that during the procedure, the radiopaque marker band of the aspiration catheter separated from the shaft, and remains inside the pt's aortic bulb. The physician inserted the guide catheter and guide wire into the pt. The physician then inserted the aspiration catheter into the guide catheter and advanced it forward into the circumflex. The physician then pulled back on the aspiration catheter after the first pass and felt some resistance, and discovered that the guidewire had lost position. The physician continued the procedure and inserted a 2.5x20 balloon catheter along the entire median distal segment then successfully placed a stent. The physician took final angiographic shots of the vessel and had good blood flow. The pt was then transferred to cicu in good condition and was asymptomatic. The physician then reviewed the angiographic images of the procedure and discovered that the radiopaque marker band was inside the pt in the aortic bulb. The decision was made to leave the separated radiopaque marker band inside the pt. The pt is reported to be fine. The device was discarded and will not be returned for eval.

Manufacturer narrative:
The actual device used during the case will not be returned for eval. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the mfg process. This report being submitted is considered to be the initial and follow-up 1 medwatch report. If any additional info is provided or the actual device used during the case is returned a follow-up medwatch report will be submitted. Device discarded - not returned for eval.